Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump alarming for no delivery. The mother states the customer was running high in the 428mg/dl. The mother states that from time to time, bent cannulas are noted. The mother states that the customer was hospitalized for diabetic ketoacidosis and blood glucose levels of over 500mg/dl. The hospitalization was documented and the customer was advised they would receive email with added resources.